Event description:
The physician reports that, the crystalens was damaged. The account did not know how the lens was damaged. No further details were provided. Add'l info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.